Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following testing of a smiths medical pneupac® babypac¿ ventilator pressure display was noted to be varied by 2 cmh2o. The peep/CPAP button was pushed on the side of the ventilator revealing that the pressure display varies. It was noted that the ventilator had originally been sent for repair for this problem. There was no reported adverse effects.

Manufacturer narrative:
One babypac ventilator was received for evaluation. Visual inspection found the device to be in good physical condition. Upon functional testing, the readings were noted to be outside the tolerance limit. This is consistent with an unstable needle and therefore the peep / CPAP needle was replaced. The reported complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.